Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an hemostasis mechanical lithotripsy procedure performed on (B)(6) 2022. During the procedure, a stone was observed in the middle third of the common bile duct and a trapezoid rx basket was used to perform mechanical lithotripsy. When the stone was firmly captured inside the basket, the doctor asked to break the stone, and this maneuver was performed by hand without using an alliance handle. While trying to break the stone, the metallic rod came loose from the basket. The stone was stuck in the basket inside the bile duct. To remove the basket, the surgeon cut the metal rod with traumatic pliers and dismantled it. An emergency cholecystectomy was performed, removing the stone and the basket. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of "metallic rod came loose from the basket". H10: the returned trapezoid rx retrieval basket was analyzed, and a visual inspection noted that the handle cannula was detached, resulting in exposure of the internal pull wire. Additionally, the thumb ring was detached from the handle, the working length was bent, and the handle cannula had drag marks of the fastening screws. Although an x-ray showed that the screws were in good condition, the proximal screw depth was measured less than the minimum tolerance defined in the product design specifications. The set screw holds the handle to the cannula of the device, and if the set screw is not fastened to the appropriate depth, it could impact the set screw joint tensile strength during use of the device and cause the handle cannula to detach. It also found that the retrieval basket side car rx was pushed back approximately 4.0 mm, which is out of specification. The observed side car rx push back was likely caused by manipulation of the device during use; possibly during attempts to remove the device after the handle cannula broke. The reported event was confirmed. Based on all available information, it was concluded that the handle cannula detachment event was likely caused by a set screw that was not fastened to the correct depth during manufacturing of the trapezoid rx retrieval basket. An investigation conclusion code of 'quality control deficiency' was assigned, since the process for confirming correct set screw depth was found to be inadequate. A non-conforming events prevention (ncep) and a corrective and preventive action (CAPA) investigation was initiated to determine the root cause of these types of events and to identify appropriate mitigations. This device was manufactured prior to implementation of these solutions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an hemostasis mechanical lithotripsy procedure performed on (B)(6) 2022. During the procedure, a stone was observed in the middle third of the common bile duct and a trapezoid rx basket was used to perform mechanical lithotripsy. When the stone was firmly captured inside the basket, the doctor asked to break the stone, and this maneuver was performed by hand without using an alliance handle. While trying to break the stone, the metallic rod came loose from the basket. The stone was stuck in the basket inside the bile duct. To remove the basket, the surgeon cut the metal rod with traumatic pliers and dismantled it. An emergency cholecystectomy was performed, removing the stone and the basket. No patient complications were reported as a result of this event.